Event description:
Info received indicates the communications cable is split and bare wires are exposed. The tech indicated a nurse call could still be placed.

Manufacturer narrative:
The communication cable was replaced to repair the bed.